Manufacturer narrative:
It was reported that a hardware removal and revision open reduction internal fixation (orif) was performed on (B)(6) 2017 due to a broken clavicle plate. The original procedure was performed on (B)(6) 2017. No lot-no. Was provided, so the device history record could not be pulled and reviewed. So we have checked the device history record of the lot-no. Of the last three shipments of clavicle plates to the facility were the incident happened and no deviation was detected.

Event description:
It was reported that a hardware removal and revision open reduction internal fixation (orif) was performed on (B)(6) 2017 due to a broken clavicle plate. The original procedure was performed on (B)(6) 2017.